Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (B)(6) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number two of two supplemental MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 513426.

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from a single patient sample and a non-vitros biorad level 1 quality control fluid when tested using two vitros 5600 immunodiagnostic systems. A definitive assignable cause of the event could not be determined with the information provided. The customer did not perform any precision testing on the vitros instrument and instrument performance at the time of the event could not be confirmed. However, the customer gave no indication of a vitros 5600 system malfunction and therefore, an instrument issue is not a likely contributor to the event. Patient and biorad performance on the two vitros ipth lots (1610 and 1621) and the two vitros integrated systems were lower than expected when compared to the current vitros ipth lot 1590. In addition, tracking and trending of have identified an increase in complaints related to lower-than-expected vitros ipth results. Therefore, an ipth reagent issue cannot be ruled out and ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office above is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) reagent lot 1610 results were obtained from a single patient sample and a non-vitros biorad level 1 quality control fluid when tested on two vitros 5600 immunodiagnostic systems. Patient 28, vitros ipth lot 1610 result of 7.9 and 9.0 pg/ml versus expected (lot 1590) of 15.9 pg/ml. Biorad lot 64920 level 1 result of 15.8, 17.7, 16.7 and 17 pg/ml versus expected result of 24.83 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected, vitros ipth results were not reported from the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4) .